Event description:
It was reported that the customer was hospitalize due to high blood glucose. The customer's blood glucose level was 400 mg/dl. The customer was admitted to (B)(6) on (B)(6) 2015. The customer was in the hospital for 3 days. The customer also reported that their is crack in the battery area of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.